Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual was performed and identified a crack in the light blue main body of the transfer set. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a transfer set was cracked. The reporter stated that the "blue" section of the twist clamp on the transfer set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.